Manufacturer narrative:
There was no report or allegation from the customer of a deficiency of the davinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system and instrument log review was attempted but could not be completed. While it was confirmed that system sk4282 was involved with this event, it was also confirmed that this is a new system at this site, it has not been at this site for very long, and it is not yet hooked up to onsite. Clinical review from an isi clinical development engineer (cde) found that, based on event details at this time, this event would fall under the category of ¿patient anatomy¿ or ¿pre-existing condition.¿ no image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted left hemicolectomy procedure, there was a vessel injury as the surgeon was attempting to release adhered mesh from the patient¿s anatomy. The surgical task resulted in damage to the iliac artery. The damage to the iliac artery caused an unspecified amount of blood loss for which an unknown amount of blood was transfused. Additionally, the blood loss resulted in the patient coding and the patient was resuscitated. The vascular surgeon was able to stop the bleeding during the open procedure but the left ureter was transected in the process. The patient was intubated and transferred to ICU.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, there was a vessel injury as the surgeon was attempting to release adhered mesh from the patient¿s anatomy. The surgical task resulted in damage to the iliac artery. The procedure converted to open surgery and a vascular and urology surgeon came into the operating room (or) to try to correct the vascular injury. The damage to the iliac artery caused an unspecified amount of blood loss for which an unknown amount of blood was transfused. Additionally, the blood loss resulted in the patient coding and the patient was resuscitated. The vascular surgeon was able to stop the bleeding during the open procedure but the left ureter was transected in the process. It was reported that the patient will need to have the left kidney removed in another procedure, once the patient recovers. The surgeon was not comfortable removing the kidney in this procedure due to the amount of blood loss and the patient¿s overall condition. The open surgery completed. The patient was described as doing well but is intubated in the ICU. There was no allegation of a da vinci system, instrument, or accessory malfunction during the da vinci procedure. The resident surgeon, via the console surgeon himself, said that the event was due to patient anatomy and the removal of adhered mesh from the prior sacrocolpopexy with mesh surgery on an unknown date. The female patient had a past surgical history of a prior ¿sacrocolpopexy with mesh¿ and, ¿the mesh had adhered to the iliac vein, the iliac artery, the sigmoid colon, and the left ureter¿. The left hemicolectomy procedure was scheduled for removal of cancer. It was reported that the cancer had been removed prior to the bleeding event. The issue with the mesh was not known until the left hemicolectomy procedure had commenced.